Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys ft4 iii assay elecsys tsh assay results for 1 patient tested on a cobas 8000 e 801 module. The initial ft4 iii result was 0.5 pmol/l. On either (B)(6) 2018 or (B)(6) 2018 the sample was tested on another analyzer and the ft4 iii result was 26.7 pmol/l. The initial tsh result was 0.016. On either (B)(6) 2018 or (B)(6) 2018 the sample was tested on another analyzer and the tsh result was 0.05. The units of measurement were not provided. The initial samples were processed by a modular pre-analytical system, but the sample volume was so small the sample was manually poured over into a cup and manually loaded onto the analyzer. It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The ft4 iii reagent lot was 331807 with an expiration date that was requested but not provided. The tsh reagent lot information was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
On the day of the event, qc failed once but was within acceptable range once repeated. The calibration used on the day of event was acceptable. Prior to the event, a full decontamination of the system and the syringe was replaced due to turbidity. The customer did not find turbidity in the syringe after the event.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.